Event description:
Left total hip revision performed due to a broken pin. Surgery performed in 2008, 62 months after primary surgery. It was reported that patient had no problems post surgery.

Manufacturer narrative:
Other implants removed: neck, long 50, cat# 200610, lot# 144, mfg 4/11/01, exp 5/31/05; head 28mm, cat# 302807, lot# 237, mfg 2/26/02, exp 2/28/2007.